Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and noted dye buildup on cuvette wash station probe #1 and reagent probe b wash collar. In addition, the fse noted the reagent probe a was slightly bent causing misalignment to cuvette. The fse replaced both reagent probes, wash collars, sample/reagent mixing bars, and cuvette wash station probe #1 to resolve the issue. Alignments and system performance was verified. Patient demographics: note: gender and weight were not provided for both patients. Patient #1: date of birth: (B)(6) 1946. Age: (B)(6). Patient #2: date of birth: (B)(6) 1958. Age: (B)(6).

Event description:
The customer obtained false high tg (triglyceride) and false low ldl cholesterol results for two (2) patients, involving the unicel dxc 600 pro synchron system. The false tg and ldl cholesterol results were reported outside the laboratory. The customer repeated the samples and obtained tg and ldl cholesterol results considered correct. The original results were amended. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges prior to the generation/reporting of the false tg and ldl cholesterol results.